Manufacturer narrative:
Correction : section h6: the correct result and conclusion codes are add to this record.

Manufacturer narrative:
Correct device code has been added to this report. Correct physician has been added to this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that surgical intervention was undertaken where in the ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient was having connection issues. Company representative deemed ipg to be inoperable. Surgical intervention is expected to address the issue.